Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) experienced operational and electrocautery noise during the procedure. The healthcare provider (hcp) requested a review by technical services (ts). Ts confirmed that the ICD was functioning as intended and there was a shock impedance alert, but had been in the 120-135 range for 8 months. Which was caused by calcification. Follow-up with cardiology at the next visit was recommended. Currently, this ICD remains in use. No patient adverse events have been reported.